Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump was showing "iab optical sensor failure" and they had no bp (blood pressure) numbers. The hospital staff disconnected the fiber optic connection and transduced the central lumen successfully. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing approximately 58.7cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 69.9cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump was showing "iab optical sensor failure" and they had no bp (blood pressure) numbers. The hospital staff disconnected the fiber optic connection and transduced the central lumen successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump was showing "iab optical sensor failure" and they had no bp (blood pressure) numbers. The hospital staff disconnected the fiber optic connection and transduced the central lumen successfully. There was no reported injury to the patient.